Event description:
It was reported that this patient received an electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while lying in bed. Technical services (ts) analyzed device episode data and determined that this shock looked inappropriate because there was myopotential noise and oversensing during the episode. The system was programmed to the secondary vector. There was a previous episode with an inappropriate shock while in primary vector as well. Patient went to the hospital but was not admitted. While in the hospital, isometric testing was performed where the noise was reproduced. Ts provided troubleshooting including further testing. It was noted that the doctor elected to turn off tachycardia therapy for this device and have the patient wear a defibrillation vest. Device revision will be scheduled in the future. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this patient received an electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while lying in bed. Technical services (ts) analyzed device episode data and determined that this shock looked inappropriate because there was myopotential noise and oversensing during the episode. The system was programmed to the secondary vector. There was a previous episode with an inappropriate shock while in primary vector as well. Patient went to the hospital. While in the hospital, isometric testing was performed where the noise was reproduced. Ts provided troubleshooting including further testing. It was noted that the doctor elected to turn off tachycardia therapy for this device and have the patient wear a defibrillation vest. Device revision will be scheduled in the future. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD was explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Event description:
It was reported that this patient received an electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system while lying in bed. Technical services (ts) analyzed device episode data and determined that this shock looked inappropriate because there was myopotential noise and oversensing during the episode. The system was programmed to the secondary vector. There was a previous episode with an inappropriate shock while in primary vector as well. Patient went to the hospital. While in the hospital, isometric testing was performed where the noise was reproduced. Ts provided troubleshooting including further testing. It was noted that the doctor elected to turn off tachycardia therapy for this device and have the patient wear a defibrillation vest. Device revision will be scheduled in the future. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD was explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. Later, this s-ICD was received by boston scientific and investigation was conducted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.